Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented to the clinic describing alarms and a pump stop during the previous day. The log file indicated a short to shield (sts). A pump exchange was recommended. The alarms included low flow, no external power, and pump off.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was noted that the patient experienced symptoms/adverse events related to the pump stops. No x-rays were taken of the driveline. The patient had more episodes of pump stops and the patient, patients' family, and health care providers decided that the pump would not be exchanged. During the fourth episode of pump stops, the pump had not restarted and was disconnected after 10 minutes. The patient subsequently passed away on (B)(6) 2025. The cause of death was due to heart failure. The outcome was considered device or therapy related. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
Section b1: type of report corrected. Section h1: type of reportable event corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported pump stops which were consistent with suspected driveline damage. The submitted log file contained events spanning from (B)(6) 2025 through (B)(6) 2025, per the timestamps. Pump stop and low speed events were captured on (B)(6) 2025 while the system was connected to battery power and power module. Based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. No other notable events or alarms were captured. The pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) as well as driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events, and address damage due to wear and fatigue of the driveline. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.